Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a watchdog timeout error alarm. The customer¿s blood glucose level at the time of the incident was unknown. The customer changed the battery and the insulin pump would not turn on. The customer restarted the device and inserted a new battery, but the insulin pump did not return to normal function. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.